Event description:
Medtronic received a report that the patient was undergoing treatment for neurovascular abnormalities, arteriovenous malformations, grade3 not located in the eloquent region. It was noted that the patient's blood flow was normal, and vessel tortuosity was moderate. It was reported that the axium coil detached normally, then the pusher wire unable to be pulled back into the plato micro catheter and stuck in the plato. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a plato microcatheter, benchmark 6f guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported on day of intervention the pusher wire was retracted partly into catheter then pulled out of the body in the catheter. The devices were prepared as indicated in the instructions for use (IFU). A new plato was used to finish adding a few more coils and case finished. The resistance was in the middle of the catheter. The introducer sheath came out of the introducer sheath smoothly. Continuous saline flush was administered and maintained as indicated in the IFU. The coil was detached and looked normal, the pusher wire is stuck in the plato. There was no damage observed to the catheter after removal.